Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The procedure was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the hip end effector broke during impaction.

Manufacturer narrative:
Based on the results of investigation. Reported event: hip end effector broke during impaction. No patient involvement, harm, case delay or medical intervention. Device evaluation and results: "visual inspection confirms a sheared off (B)(4) hip release knob. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on (B)(6) 2016. (B)(4) were accepted with no reported discrepancies. (B)(4) were dispositioned according to qt16-01-0005 (for serial numbers (B)(4)), this includes the returned device. Nc # (B)(4) was open to investigate the qt disposition. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the variable hip end effector. There have been no other events for the referenced serial number. There has been 6 events referenced for the lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed the same failure. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The procedure was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the hip end effector broke during impaction.